Event description:
During the procedure, the device emitted metal fragments and add'l irrigation of the surgical site was required. There was no serious injury reported.

Manufacturer narrative:
The device was not returned for eval; therefore, no testing of the device can be performed and the complaint is unable to be confirmed. The reported event is not occurring more frequently or with greater severity than is usual for the device.